Event description:
A pk papyrus covered stent system was selected for treatment of a type iii perforation in the mid lad, occurred when using a laser. The covering of pk papyrus stripped off before attempt of deployment. A balloon was used to tamponade the perforation while patient was transferred to open heart procedure. The surgery was classified by the physician as procedure related and not as device related.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form; pk papyrus device registration - follow-up form; procedure report; cardiac catheterization report) was insufficient to establish whether a device deficiency contributed to this event. However, the review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as not device related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.